Manufacturer narrative:
Investigation conclusion: the customer reported that air entered the tube near the purple cassette in the pump during use. The feeding set was replaced with a new one and the situation improved. There was no patient injury. The report refers to product code 77500fd, kangaroo connect ef set, 500 ml bag, feed only, no, with lot number unk. A device history record (DHR) review was not performed as the lot number was not known. Failure mode trending was reviewed and no related trends were identified. One (1) used product was returned for evaluation. Visual inspection performed noted the cassette and tubing line were disconnected. Functional testing was not performed due to this connection, thus the reported failure of "air in line with pump set" was not confirmed. Further investigation of the disconnected tubing line and cassette determined the tubing diameter did not meet specification. A corrective action for the extrusion process of tubing line was initiated. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Facility name should reflect: social welfare organization (B)(6) general hospital. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that air entered the tube near the purple cassette in the pump during use. The feeding set was replaced with a new one and the situation improved. There was no patient injury.